Event description:
It was reported that the battery charger exploded (specific date not reported). The charging dock was not affected and there was no allegation of serious injury associated with the issue. Replacement equipment was sent to the patient. The battery charger has not been returned to the manufacturer as of the date of this report.